Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with the prime rewind process. Customer stated that they see insulin coming out of the tubing before seeing the units on the insulin pump. Customer's current blood glucose reading is 230 mg/dl. No further information reported.